Manufacturer narrative:
An event regarding alleged "assembly issues" involving a triathlon guide was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned product appears unremarkable with no discrepancies have been noted. The device was inspected with gage ID number qc-4140. The device passed inspection and are within specifications. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was not confirmed as the returned device was passed dimensional specifications. If additional information becomes available, this investigation will be reopened.

Event description:
Has been reported that end user, surgeon had a confusion at a stage after completing the four femoral resections and preparing for ps box using chisel and saw. After assembling the box chisel into the slot and impact the box chisel with a mallet until it hit the stopper and leaving the box chisel in place to act as a reference plane and cutting the medial and lateral edges of the box with an oscillating saw to complete the bone resection. After removing the box chisel and ps box cutting guide and placing the ps femoral box protecting trial to protect the femur during tibial subluxation and it doesn¿t fit into the box and the surgeon tried to force (by hand only not through impaction) the box protector into the medial and lateral edges of the box and had a small fracture on the lateral edge of the box. He had to put a cancellous screw 4mm x 50 in the distal femur. Surgeon would like to know even after using the box chisel and oscillating saw for cutting medial and lateral edges of the box, the box protector doesn¿t flush with the bone of distal and posterior wings and even after implanting there is a small space showing between the implant and femur and has to mallet to flush into the femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Has been reported that end user, surgeon had a confusion at a stage after completing the four femoral resections and preparing for ps box using chisel and saw. After assembling the box chisel into the slot and impact the box chisel with a mallet until it hit the stopper and leaving the box chisel in place to act as a reference plane and cutting the medial and lateral edges of the box with an oscillating saw to complete the bone resection. After removing the box chisel and ps box cutting guide and placing the ps femoral box protecting trial to protect the femur during tibial subluxation and it doesn¿t fit into the box and the surgeon tried to force (by hand only not through impaction) the box protector into the medial and lateral edges of the box and had a small fracture on the lateral edge of the box. He had to put a cancellous screw 4mm x 50 in the distal femur. Surgeon would like to know even after using the box chisel and oscillating saw for cutting medial and lateral edges of the box, the box protector doesn¿t flush with the bone of distal and posterior wings and even after implanting there is a small space showing between the implant and femur and has to mallet to flush into the femur.